Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage, pressure test and general functionality test; and the results were satisfactory. Priming was performed at the set with a bag of sterile water and no defect was observed. The device was left running for 24 hours, simulating the usage process and no defect was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked out of the distal port closes to the patient. This was identified after one hour patient infusion when a puddle was found in the patient's bed. The port closest to the patient had a duocap (non baxter) placed on it and when the nurse removed the duocap to assess, fluid shot out of port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.